Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed lesion being treated was located in the severely calcified, moderately tortuous mid left anterior descending (lad) artery. Access was gained through a brachial approach. The lesion was predilated with a 2.5x15 mm non-bsc balloon. The physician attempted to place the 3.00x24 mm taxus express2 drug eluting stent, but was unable to cross the lesion. The lesion was dilated again using a 3.0x15 mm non-bsc balloon. The physician was still unable to place the taxus stent. When the physician attempted to remove the stent delivery system (sds), the stent caught on the mach1 guiding catheter. When attempting to withdraw the sds together with the guide catheter, the stent dislodged in brachial vessel. The taxus stent was removed using a gooseneck snare without any patient injury. The procedure was completed with two 3.0x15 mm non-bsc stents. Patient status reported as "good".